Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient had a revision on (B)(6) 2015. The doctor suspected an infection due to the patient being non-compliant and going into the water in hawaii. It was noted that nothing was implanted or explanted but they did rinse the wound at the implantable neurostimulator (ins) battery site and washed it out with bacitracin. The indications for use for the implanted device were noted as failed back surgery syndrome and non-malignant pain. (B)(4).

Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2016-21288 for the patient¿s other issue.

Event description:
Omitted information related to (B)(4): device removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.